Manufacturer narrative:
Sections d1, d2a, d2b and d4b were updated. The medical device problem code was updated. The investigation did not identify a product problem.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter compared to the doctor's meter (which may have also been a coaguchek meter) and an unknown laboratory method. The meter result was 3.2 inr. The doctor¿s meter result (which may have also been a coaguchek meter) was 1.8 inr. The laboratory result (venous test) was 1.8 inr. The tests were performed at the same time. The patient's therapeutic range is 2.0 to 2.5 inr. The interval of testing is every 6 months.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The test strip lot number is 70302511 with an expiration date of 31-dec-2024. The meter and test strips were requested for investigation but have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."